Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that the patient had high blood glucose levels during use of a cleo® 90 infusion set. The reporter noted they believed the cause of the high blood glucose levels were due to an occlusion that occurred the day previous. The reporter thought the patient did not properly rotate the site location to resolve the occlusion. The patient's blood glucose levels were 500mg/dl at the time of the event. The patient had large traces of ketones, which their healthcare provided did not identify as dangerous or life threatening. To address the high blood glucose levels, the patient administered a correction bolus with their pump. No permanent injury was reported. See MFR: 3012307300-2017-01176 and 3012307300-2017-01178.